Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue at the bleed site, but would not release from the catheter to deploy. Reportedly, multiple techniques were tried in order to release the clip; however, the clip would still not release. Eventually, the clip was ripped off the mucosa, causing more bleeding. The procedure was completed with several other resolution clip devices. The patient condition at the conclusion of the procedure was reported to be fine and stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue at the bleed site, but would not release from the catheter to deploy. Reportedly, multiple techniques were tried in order to release the clip; however, the clip would still not release. Eventually, the clip was ripped off the mucosa, causing more bleeding. The procedure was completed with several other resolution clip devices. The patient condition at the conclusion of the procedure was reported to be fine and stable.

Manufacturer narrative:
Device code 2906 captures the reportable event of clip failed to release from the catheter. Investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly and the over sheath were not returned with the device. The control wire was returned outside of the device and it was kinked. It was also noted that the handle crimp was detached. Microscope examination was performed, and it was confirmed that the bushing had no visible issues. Dimensional examination was performed between the hooks of the bushing and both side a and side b were within specification. No other issues with the device were noted. The reported event was not confirmed. The investigation concluded that, without analysis of the clip assembly part of the device, there is a lack of objective evidence or descriptive conditions of the event required to determine a definitive root cause of the event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.